Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to place service call in order to replace graphical user interface (gui) central processing unit (cpu)printed circuit board (pcb). Customer states they will replace the gui and then place service call to update software. Advised customer to verify type of backlights in use as they may need to be updated as well. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated errors which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). Although covidien-medtronic was not authorized to perform investigation, the field service engineer (fse) installed the customer purchased gui (graphical user interface) pcb (printed circuit board) with backlight inverter assembly and updated the software. The ventilator has passed pvt, est, and sst and is ready for use. The ventilator has been returned to the customer.